Event description:
Additional information has been received stating there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. A non-qualified viscoelastic was indicated. The root cause for the reported issues may be related to a failure to follow the dfu. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company iq aspheric intraocular lens with company preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company iq aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that they had two (2) preloaded devices that presented with a pusher that missed the lens and a lens that would not unfold properly. This record is one (1) of two (2) for this facility. Additional information has been requested.